Event description:
After uneventful bronchoscopy with or bronchoscope followed by double lumen endotracheal tube with anesthesia bronchoscope 2 small black foreign bodies found at level of carina. Surgeon re-bronchoscoped pt and retrieved tiny black pieces via specimen trap.